Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4, h3, h4, h6: part 04.037.057s, lot h777074: manufacturing location: monument. Manufacturing date: november 16, 2018. Expiration date: november 01, 2028. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a patient underwent the removal trochanteric fixation nail-advanced (tfna) system due to broken tfna nail. Tfna was successfully explanted and replaced with angle blade plate implant. Surgery was successfully completed and not delayed. No fragments were generated from the device and all recovered from the patient easily. No other medical intervention needed. Concomitant devices reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity 1 ), locking screws (part# unknown, lot# unknown, quantity unknown) and end caps (part# unknown, lot# unknown, quantity 1). This report is for one (1) 10mm/130 deg ti cann tfna 360mm/left - sterile. This is report 1 of 1 for complaint (B)(4)